Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to inadequate pain relief. No further information can be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year after being implanted. Block d6b: explant date: 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17590244.